Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/15/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ques- what tissue was being approximated/ sutured? Ans-fascia/muscle ques-please confirm if the sutures broken were 2, since quantity of product involved there were 2 but event description reports" suture broke" ans- 2 foils involved. Ques-were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans- no. Ques-was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Ans- unknown. H3 investigational summary: complaint sample:(photo) one complaint sample photograph was provided for investigation for code nw840 lot v9010. Provided photograph consist of zipper tray and lid, actual impacted suture and needle was not provided for investigation. Upon preliminary photographic evaluation it was observed that provided lid photograph is of genuine ethicon manufactured product however, in absence of actual impacted device what contributed the event cannot be concluded. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw840 lot v9010.the batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code nw840 lot v9010. Were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 6.032 kgf and value at the time of finished good release was found to be 5.464 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.720 kgf. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw840 lot v9010. No other event was reported for same description from other parts of country. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/20/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Please confirm if the sutures broken were 2, since quantity of product involved there were 2 but event description reports" suture broke" were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-03929.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2022 and suture was used. During anastomosis, the suture broke. The procedure was delayed 10 minutes and completed successfully using a new like device. There were no patient consequences reported. Additional information has been requested.